Manufacturer narrative:
Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during phaco sculpting in the operating room (or), the surgeon noticed a posterior capsule tear, causing the surgeon to complete an anterior vitrectomy. The surgeon proceeded to implant an intraocular lens (iol) and expects vision to be 20/20. No additional information was provided.

Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as 04/17/2018, however the correct date is 04/19/2018. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.